Manufacturer narrative:
Additional information for: d9, g3, g6, h2, h3, h6, and h10. Explant was reported due to aortic regurgitation and heart failure symptoms on the patient. The investigation found that leaflet 1 was torn and that the torn edge was tethered into an open position by the pannus which would have caused incomplete coaptation. Leaflet 1 also contained a fold/retraction. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and narrowed the inflow diameter. No significant calcifications were present. A gram stain was negative for organisms. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. The cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow surface of all three leaflets, which can induce increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, a (B)(6) year old male underwent aortic valve replacement (avr) due to aortic regurgitation (ar) and a 23mm sjm trifecta valve was successfully implanted in the patient's aortic position. A year and a half later, severe ar was suspected again in the follow-ups and the patient was closely monitored. On (B)(6) 2021, a re-operation was performed due to heart failure symptoms on the patient. The trifecta valve was explanted and replaced with a 25mm non-abbott valve. Upon explant, there was a leaflet tear from the stent post between the left coronary cusp (lcc) and non coronary cusp (ncc), which extended toward the base of the ncc. It was also reported that the part corresponding to the lcc of the trifecta valve had been marked with a polypropylene thread. The valsalva sinus was rather large in the patient, so it was unlikely that stress had been applied much on the valve and there was no evidence that the stent strut had adhered on the vessel wall. The patient has been in stable condition post-surgery. No additional information was provided.